Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was covering the entire balloon. The returned sheath was not a maquet product. The returned sheath tubing was accordioned near the middle and proximal end. Underneath the sheath the inner lumen within the membrane was found deformed near the proximal end. A kink was found on the catheter tubing near the y-fitting approximately 77.5cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 23.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that two days after initiation of intra-aortic balloon (iab) therapy, there was a fiber optic sensor failure alarm. Removing the fiber optic cable did not resolve the issue. As the iab was scheduled to be removed soon, the remainder of the procedure was done by electrocardiogram (ECG). The iab was in used for two days. There was no patient harm or adverse event reported.

Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab, which is significantly similar device sensation 34cc iab which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacturer date corresponding to transray device involved in the event, which is not available in USA. Complaint record ID # (B)(4).

Event description:
N/a.